Event description:
Patient presented to the physician with an infection at the ipg incision site on (B)(6) 2020. The patient was implanted on (B)(6) 2020. The physician determined it was a suture abscess and prescribed keflex to treat.